Event description:
Elevated blood glucose results (> 200 mg/dl) while using the suspect device. Based on elevated readings, pt reportedly scheduled a dr's appt. While at the physician's office, pt's blood glucose measured 103 mg/dl (on dr's blood glucose monitor0. Within minutes pt reportedly retested using the suspect device and obtained a reuslt of 228 mg/dl. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect device. Technical support requested to return of the suspect product and replacement product was shipped.